Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure,stopper come off when opened, physician inserted the viscoelastic with the stopper in place and inserted the iol, drive was poor and scratches were seen around the lens.the surgery was completed without product replacement. The patient's postoperative vision was not affected.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned loose inside the blister tray. Solution is dried in the device. No iol received. The plunger is fully advanced. The lock-out assembly is present on the device. The pin stop is removed from the pin hole. The lock-out assembly including the pin stop does not show any signs of damage. When tested, it locked in the position securely. No damage or abnormalities observed. No root cause identified as we are unable to confirm if the reported complaint occurred during the manufacturing process or in the customer¿s facility. Solution has been applied in the device. The iol was not returned. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).